Event description:
Customer returned the device for evaluation and repair of air/water leakage and adhesive peeling on the bending section as observed during maintenance. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device it was observed that the distal end cover (c-cover) has a crack. This medwatch is being submitted for the reportable issue of crack on c-cover observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the distal end cover (c-cover) has a crack. Other observations for the device are adhesive on the distal end rubber coating (a-rubber) has a discolored area, and due to wear of forceps control lever, water tightness is lost. The user¿s complaint of air/water leakage and adhesive peeling on the bending section was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: physical stress on the distal end from hitting, dropping or the like, or; glue deterioration by chemical stress. However, it was not possible to specify and presume the cause by confirming the event and inspecting the actual device since the subject device returned to the manufacturer. The event was considered preventable since the instructions for use (IFU) (operation manual) states as follows: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.